Event description:
A peritoneal dialysis (pd) patient's husband stated that wife's skin gets really itchy sometimes and because of her itching, her skin starts to scab. When customer asked what they think might be causing her itching, they thought it might be the tape. Patient's husband stated that when she is doing dialysis at night, they do not use the tape for dressing and he notices that she does not itch as much. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).